Event description:
A customer contacted beckman coulter inc., (bec), and reported that synchron lxi 725 clinical system generated troponin (accutni) results above the acute myocardial infarction (ami) threshold for three patient samples. The results were not reported out repeat testing resulted within the normal reference range for all three patients. Patient results are provided. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were closed tube aliquotter (cta) aliquots. Qc was within the customer's established ranges at the time of event. A system check was performed on (B)(4) 2011, and both met specifications. There were no result flags associated with the erroneous results. A field service engineer (fse) was dispatched on (B)(4) 2011 and inspected the cta, ran carryover, and a high sensitivity system check. All results met published performance specifications. The fse verified repair per established procedures, and results were within published performance specifications. No clear root cause could be determined for this event. An MDR associated with this event: 2122870-2011-03740.